Event description:
Ous MDR - this device reached eos within 9 months of it's battery status of 68 percent.

Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps had been performed accordingly. The final acceptance test proved the device functions to be as specified. Upon receipt, the device interrogation confirmed the battery status eos, as detected on (B)(6) 2018. The device was implanted for 45 months, and 15 charging cycles were recorded to the device memory. The ICD was subjected to an electrical analysis. First, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. However, the charging of a defibrillation shock was not feasible due to the depleted battery. Next, the memory content of the device was inspected. An inconsistency was noted between the amount of charge taken from the battery and the battery voltage. The battery voltage decreased faster than expected. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. The electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check its functionality. All therapy functions were available and worked as expected. There was no indication of a malfunction. The current consumption of the electronic module was directly measured and proved to be normal and as expected. The analysis was able to narrow down the root cause of the reported early eos status to a malfunction of the battery. However, in order to determine the exact root cause, a thorough analysis by the battery's manufacturer is necessary. Therefore, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies associated with this battery were documented during the production process. The battery was subjected to a visual and an electrical inspection, as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed a slightly elevated heat dissipation. The battery was opened for destructive analysis. During the inspection of the inner assembly of the battery, an internal short circuit within the battery was identified, which led to an elevated internal self-depletion, subsequently contributing to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation. Based on the analysis, all therapy functions of the device were entirely available while the device was implanted and in service.